Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced the reported issue, and as a result, replaced the erbe integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. The product involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the erbe integrated electrosurgical unit (iesu) presented error message u-02. The technical support engineer (tse) instructed the customer to reseat the cables and power cycle the erbe unit, however, the issue persisted after performing the action. The procedure was completed with no reported injury.